Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Manufacturer narrative:
This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2014-13725 and 1225714-2014-13726.additional information has been requested and will be submitted upon receipt accordingly.